Event description:
Catheter leaked close to the hub; at point which coincided with kinks when the patient moved.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.